Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe that the ac connector was loose, physio tightened the connector as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.